Event description:
Additional information was received that the patient's treating physician has not seen or heard from the patient since the incident on (B)(6) 2012. One of their residents fielded a phone call from another hospital, but it was just about her medication dose. Her vns functioning or any side effects were not mentioned. No further information is known.

Event description:
It was reported that the vns patient went to the hospital due to an ear ache which she had four days prior and an increase in seizures beginning the day of the visit. The hospital did not have a vns handheld programming computer available to check the patient's vns. The patient attempted to use the vns magnet to halt stimulation; however, it did not improve the ear ache. The patient also attempted to swipe the magnet to abort a seizure; however, this was also unsuccessful. The patient indicated that she had previously had surgery due to the "vns coming up through her skin" which is reported in manufacturer report # 1644487-2012-03034. Last known diagnostics were taken on (B)(6) 2012, which were within normal limits. Attempts for additional information have been unsuccessful to date. No interventions have been indicated.

Manufacturer narrative:
.